Manufacturer narrative:
The aso is in the process of being shipped to sjm for analysis. When analysis is complete, a supplemental report will be submitted.

Event description:
Prior to the case, the patient's native, atrial septal defect measured 10mm. During implant, the defect measured 12mm on echo and 18mm via balloon-sizing. An 18mm amplatzer septal occluder (aso) was deployed but embolized immediately upon release into the descending aorta. The aso was percutaneously retrieved during the same procedure. No adverse patient effects were reported. The patient will be re-examined at a later date to determine if a larger device or surgery is appropriate.

Manufacturer narrative:
The 18mm aso was returned to sjm, along with another manufacturer's sheath, and both were decontaminated. The aso was grossly and microscopically examined and three broken wires were found on the distal disc. It is unknown when or how the wires broke, however, the blunt ends of the broken wires were suggestive of user technique. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. The cause of the reported event remains unknown.

Manufacturer narrative:
The aso was grossly and microscopically examined, and three broken wires were found on the distal disc. Information received from the field indicated the sheath was cut to confirm proper removal of the device; in cutting the sheath, it is suspected the wires on the disc were cut.